Manufacturer narrative:
Hill-rom evaluated the returned universal slingbar and found the slingbar bolt was permanently deformed with a bend at the end and radial markings around it. These are indicators the slingbar bolt broke because of fatigue failure, caused by low, but frequently repeated, uneven loading. The risk of misuse of the slingbar is mitigated by providing clear written and picture-based instructions. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating staff was transferring a male patient from chair to bed when the slingbar bolt broke and the patient fell 3-4 feet. The lift was located in the patient room of the lift at the time of the incident. The patient suffered a concussion and a back strain. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The account indicated that the patient was taken to the hospital for observation with no visible injuries and is doing well. In the instruction guide for universal sling bars (B)(4), the safety instruction section states: before lifting, always make sure that the sling's strap loops are correctly fastened to the sling bar hooks when the sling strap is extended, but before the patient is lifted from the underlying surface. For safety, load must be applied to all sling bar hooks on the sling bar during the lift! A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. Hill-rom has requested the account to return the sling bar for investigation. The hill-rom technician went to the account to retrieve the broken part and send back for manufacturer analysis. No further information is available on the repair of the lift at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
Hill-rom received a report from the account stating staff was transferring a male patient from chair to bed when the slingbar bolt broke and the patient fell 3-4 feet. The lift was located in the patient room of the lift at the time of the incident. The patient suffered a concussion and a back strain. This report was filed in our complaint handling system as complaint (B)(4).